Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. Onset date, culture results, cause, treatment, and outcome of the peritonitis event were not reported. Additional information was requested but is not available. This is report 1 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13b22047 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. (B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.